Event description:
The evis exera ii duodenovideoscope device was returned as part of the asset return process. During routine inspection of the device by olympus, foreign matter was found to be clogging the distal end unit. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned as part of the asset return process; foreign matter was found to be clogging the distal end unit; the inside of the light guide lens was also found to be dirty. Additional findings include: switch button one (1) had a cut, the grip was shaved, the air/water cylinder and suction cylinder both had discoloration, the switch box had a dent, the electrical connector had corrosion, water tightness was lost due to a cut on the bending section cover, the image guide protector had a cut, the objective lens had a chip, the connecting tube was buckling, parts must be replaced due to annual inspection, the adhesive around the objective lens had a crack, the light guide lens had discoloration, the distal end was shaved, there was corrosion around the forcep elevator, and the universal cord had buckling. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress was applied to distal end by hitting, dropping, or etcetera (etc.) Which may have led to occurrences of humidity invaded lg-lens which led to corrosion. The event can be prevented by following the instructions for use (IFU) which state: IFU (reprocessing manual) states if cleaning, disinfect, and sterilization of endoscope was insufficient, the device may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.